Event description:
Sales rep reported on behalf of the customer that the patient had presented himself to his consultant with pain in the hip, after reportedly having fallen. Upon x-ray, the ceramic appeared to be broken, indeterminable which component was broken. Patient was (B)(6). The hip was revised on (B)(6) 2012.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as MFR # 9616680-2012-00593.